Event description:
The surgeon inserted an aq2003v silicone three piece lens and the lens tore insertion. This is the second of three lenses the surgeon attempted to implant in this pt. See MFR report numbers 2023826-2006-000581 and 2023826-2006-000583.